Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon service investigation, the trunk cable, the cable connecting the distribution node (dn) and ECG electrodes c and d, the cable connecting the dn and ECG electrodes a and b and the front therapy electrode (te), and the cable connecting the dn and the rear tes were all severed from the dn, exposing wires. The root cause for the damaged cables and wires cannot be positively identified, but is likely a result of physical abuse. No adverse event resulted from the damaged wires. The last pt to use this electrode belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was found to have damaged cables. The last pt to use this electrode belt did not report any deficiencies.